Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the anesthetic agent cassette noted it to be leaking. The hospital biomed will replace the cassette.

Event description:
The hospital reported that, during a case, the patient experienced light anesthesia. There was no reported patient injury.